Event description:
Add'l info rec'd from MFR 3/12/04: a philips field service engineer (fse) went onsite and tested the piic post-incident and found the device to be performing to specification. Log files were retrieved from the piic and sent to division for analysis. MFR confirmed that the date of the incident the customer refers to, is consistent with the date found in the log files. MFR confirmed that the physiological alarm function operated correctly, that the on-screen date was displayed correctly, but that the date stamp on the printed strips were inaccurate. As the piic displayed correct info and provided real-time monitoring and alarm annunciations, the incorrect date stamp would not cause or contribute to a death or serious injury. Philips is working to further define and understand the root cause of this issue, which is still under investigation.

Event description:
Add'l info rec'd from MFR 5/6/04: the report referenced the philips intellivue info center (piic), model m3150b. The customer reported that an incorrect date printed on strips after a pt had coded. A philips field service engineer (fse) went onsite and tested the piic post-incident and found the device to be performing to specification. Log files were retrieved from the piic and sent to division for analysis. MFR confirmed that the date of the incident the customer refers to, is consistent with the date found in the log files. MFR confirmed that the physiological alarm function operated correctly, that the on-screen date was displayed correctly, but that the date stamp on the printed strips were inaccurate. As the piic displayed correct info and provided real-time monitoring and alarm annunciations, the incorrect date stamp would not cause or contribute to a death or serious injury. Philips is working to further define and understand the root cause of this issue, which is still under investigation.

Event description:
Bedside monitor strips reading date and time incorrectly - 23 hours earlier than actual time. Central monitoring was reading correct date and time. Note: this report was mailed to phillips medical at p.o. Box 46629 in atlanta, ga in 11/2003 but was returned as undeliverable.